Manufacturer narrative:
The recipient was reportedly experiencing headpiece retention issues due to a thick skin flap.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use successfully. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly underwent flap thinning surgery. The recipient is healing appropriately. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.